Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: high brightness does not turn on. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had multiple pilot lamps flashing on front panel. The issue occurred during set up for use. There was no patient harm reported.